Event description:
It was reported that the patient suffered personal injuries due to a implantable cardioverter defibrillator (ICD) malfunction. The ICD was explanted and replaced. It was also reported that the right ventricular (rv) lead was defective. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 implantable pacing lead, implanted (B)(6) 2005. (B)(4).